Event description:
It was reported to philips that the system was giving intermittent boot errors and failing to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse was requested part number by the customer for the system drive. The rse sent the part number of sysco/visub sw disc spare part kit to the customer, however the mentioned part was no longer available. No further information provided, and no further service was performed by the engineer, since the machine reached end of the support. The codes were updated based on the investigation outcome.